Manufacturer narrative:
An event regarding dislocation involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: clinician review of the provided information determined the patient was revised for a leg length discrepancy. The dislocations are considered secondary to the leg length discrepancy and are not device-related. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Pt has had at least 7 dislocations according to h&p, after most recent trip to e.r. Pt made appt with surgeon to possibly fix problem. Update: clinician review of the provided information determined the patient was revised for a leg length discrepancy. The dislocations are considered secondary to the leg length discrepancy and are not device-related.